Manufacturer narrative:
On 18-dec-2015,an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that the sample nozzle bent. The bent sample nozzle was replaced and the compound action alignments were checked and aligned. The customer called and stated the qc was run without issue and the qc was in range. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to an operator running the tube with the stopper on it. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2012 air detect diluent failure with their aia-360 analyzer. The technical support specialist asked the customer to prime the diluent and check to see if the sample nozzle was bent. The customer called back and stated that someone had left a cap on a tube and the sample nozzle was bent, and there was no backup. The customer is unable to run bhcg and ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg and ctnl2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.